Manufacturer narrative:
Note that information references the main component of the system and other applicable components are : product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was incisional infection. The outcome was resolved without sequelae. Interventions included administering medications. The patient was given bactrim ds 800 mg - 160 mg tablet x10 days. The event resulted in an unscheduled clinic or office visit. An examination on (B)(6) 2016 showed evidence of slight superficial cellulitis at the superior part of her thoracic incision and vesicular eruptions in a pattern consistent with steri-strips from surgery. An examination on (B)(6) 2016 showed that the incision was dry, intact, and well-approximated, without any signs of infection. The etiology was reported as not related to the device or therapy and related to the implant procedure. The etiology was noted as related to the lumbar site. Relevant medical history included: spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.